Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. No deficiencies noted. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Event description:
It was reported during a left ischemic ventricular tachycardia (l-isvt) procedure, the ez steer thermocool sf navigational catheter became entrapped in the papillary muscle. The patient is being transferred to another facility to an extraction specialist. The patient is currently in stable condition. Additional information was requested on the event, but no response has been received.

Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, serial # (B)(4). Stockert 70 system: model #: m-5463-01, serial # (B)(4). Cool flow pump,u.s. Ship kit: model #: m-5491-02, serial #: (B)(4). Thermocool sf nav catheter: model #: d-1318-04-s, lot # 15562083l. Device evaluation anticipated but has not yet begun. Soundstar 10f-90, ge: model #: m-5723-12, lot #: OEM_m-5723-12. Device evaluation anticipated but has not yet begun. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).